Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >900 mg/dl. The patient was reportedly admitted to the hospital with the diagnosis of diabetic ketoacidosis. The patient was reportedly received many intravenous treatments including insulin. The reporter alleged an inaccurate delivery issue with the insulin pump. Troubleshooting of the pump with animas customer support was no performed at the time of the allegation; customer was unable/unwilling to troubleshoot. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy.